Event description:
It was reported that high impedance was observed. During explant, externalized conductors were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 11.7-14.3cm from the distal end. The silicone insulation was abraded and the rv conductor was visible. External insulation abrasion was found at 15.8-16.4cm from the connector tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.